Manufacturer narrative:
Final analysis verified the reported complaint of unit would not power up. The ac adapter was found to be defective with burn marks to the main printed circuit board.

Event description:
It was reported that the transmitter would not power on. The patient was instructed to plug into another outlet with the same results no power. The unit would be replaced.

Manufacturer narrative:
Failure event observed during analysis.